Event description:
The event is reported as: the customer reports that the tube was found damaged near the wye end of the device. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.